Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. Therapy was noted to be potentially inappropriate for atrial driven arrhythmia. Review of the stored episodes noted the rhythm was detected in the ventricular tachycardia (vt) vt zone at 180 beats per minute (bpm). It was noted the tachycardia morphology to be different to historically treated vt episodes, and the heart failure index crossed the alert threshold. Further review was recommended. No further assistance was requested at this time. Lead measurements are satisfactory, and battery longevity is normal. The ICD remains in service and no adverse patient effects were reported. Additional information received advised 12 rounds of atp and 4 shocks were delivered to convert arrhythmias. It was noted the initial 41j (joule) shock delivered accelerated the arrhythmia from the vt zone to the ventricular fibrillation (vf) zone. Further review was recommended. The ICD remains in service and no additional adverse patient effects were reported.